Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The root causes of the reported phenomena could not be identified. [Considerations] <no power of the subject device> from the following facts obtained in the investigation, it was presumed that the reported phenomenon was caused by the failure of the power supply unit, but the cause of the failure of the power supply unit could not be identified. -olympus india confirmed that the subject device did not start, and it was found that it occurred due to the power supply unit failure. -it was reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. <the examination lamp of the subject device was not lit but the emergency lamp turned on> from the following facts obtained in the investigation, it was presumed that the reported phenomenon was caused by the failure of the igniter unit, but the cause of the failure of the igniter unit could not be identified. -olympus india confirmed that the examination lamp was not lit and the emergency lamp turned on, and it was found that it occurred due to the failure of the igniter unit. -it was reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to (B)(4) for evaluation. (B)(4) checked the subject device and duplicated the reported phenomenon. It was found the igniter failure which caused the examination lamp of the subject device was not lit but the emergency lamp was lit. Furthermore it was found the power supply failure which occurred no power. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the examination lamp of the subject device was not lit but the emergency lamp turned on during preparation for use. There was no report of patient injury associated with the event.